Event description:
It was reported that the tip of the screw holder broke off during tightening with the torque limiter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the foot of the instrument broke during fastening. The actual reason for the fracture was the excessive torsion load. The production history also showed that a design adjustment for this instrument was carried out in 2007 and the improved version has been available on the market since then. The screw holder was manufactured according to the specifications.